Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings:a review of the black box showed multiple call service 064 alarms had occurred due to occlusions during the prime step. The pump powered on normally to the verify screen and successfully completed ezprime steps with no call service alarms occurring. The pump was exercised for 24 hours with no call service alarms occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting unspecified call service alarms. No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).